Event description:
A male had a renu cuff placed on an unknown date. A core lab interpretation of the 3-month and 6-month CT scans indicated a focal left distal type I endoleak due to the renu cuff. No further information is available at this time.

Manufacturer narrative:
Evaluation: still under investigation.